Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens did not unfold once it was implanted. The surgeon removed the lens during the initial procedure and a new lens was used to complete the case with no reported patient impact.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned. Solution was dried on the lens. The lens was cleaned with lphse for further evaluation. The optic has small scratches and scrape marks observed. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint.. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. Other lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).